Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the jaws did not open after firing when the device was used on the blood vessel. The same event occurred in the 2nd device. The jaws were returned to home position manually in the both cases. There was no damage on the blood vessels in both cases. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Feeder shoe damaged additional information: which firing of the device did this event occur on? About 4th to 5th firing. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? The information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the device was after the incident out of the patient. The analysis results found that the el5ml device was received empty and locked out. The feeder shoe was protruding from the shaft. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing feeding issues. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.